Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Additional observation(s) not reported by the site: the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the idler pulley. The complaint was confirmed based on failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy and benign hysterectomy surgical procedure, the cable broke on the small grasping retractor. No fragment fell into the patient. The procedure was completed with no reported injury.